Manufacturer narrative:
(B)(4).

Event description:
I was reported that patient presented to the hospital for un-related issues. During the device check, the ICD could not be interrogated. Several attempts were made to establish communication but were unsuccessful. It is suspected that the device is damaged or at eol. No further information is available.